Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04023. It was reported that one of patient's leads had migrated and the other lead had high impedances. Surgical intervention was undertaken and both leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated.